Event description:
It is reported that the device was implanted in 2007, and revised in 2009 due to loosening. Pt came into office prior revision in 2009, complaining of pain in left knee with no precipitating event. X-rays shows subsidence of tibia. Operatively tibia was grossly loose.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximate 1.5 years. X-rays supplied appear to show some subsidence of the tibial plate on the medial side. The x-rays also show only a thin amount of cortical bone present that could be indicative of poor bone quality. Some possible causes for the tibia plate loosening could be due to (but not limited to): subsidence of the tibial component due to inadequate bone quality or excessive pt weight. Based on the available info a definitive root cause can not be ascertained at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of another complaint. Event reported under MFR 1822565-2012-01153.